Event description:
Elderly female with history of breast carcinoma. S/p ("status post", which means after) bilateral mastectomies. Original implant date unknown, no documentation in chart. Found to have a ruptured left breast implant. Surgery indication - ruptured left breast implant and bilateral capsular contraction specimen sent to pathology. Breast, left implant received in formalin and it is ruptured implant measuring 14.1 x 13.2 x 2.2 cm with the following inscription: mentor 5980597 m+ 400 cc.